Manufacturer narrative:
Visual analysis was performed on the returned device and the reported ¿no "stitching" under alteration of angle¿ was not confirmed as not all components were returned for analysis. The lot history record and exception reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using four prostyle devices after a percutaneous transluminal angioplasty procedure using a 7f sheath. Reportedly, there was no "stitching" [suture] with the first prostyle device. There was no "stitching" under alteration of angle with the second, third and fourth prostyle devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.